Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008- the patient was implanted with a bard flat mesh during an unspecified pelvic procedure. The patient has suffered and will continue to suffer pain, suffering and disability. The attorney's report alleges "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional medical records provided. The additional information provided indicated the patient underwent additional surgical procedure due to a diagnosis of "foreign body in vagina, complication of implant." The medical records provided indicated that "the vaginal epithelium edges were trimmed and thee mesh undermined with metzenbaum scissors." A DHR review was conducted which showed no anomalies during the manufacturing process of the device. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008: the patient was implanted with a bard flat mesh during an unspecified procedure. On (B)(6) 2009: the patient was diagnosed with foreign body in vagina, complication of implant and underwent a vaginal repair procedure. Per operative findings "1cm window of exposed mus mesh on anterior wall of vagina approx. 1cm proximal to urethral meatus." Operative details stated "the vaginal epithelium edges were trimmed and thee mesh undermined with metzenbaum scissors."